Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device had low disk space. Bd remote assist indicated that the device had 100% of the c: drive used and 0% free space. The device was running slowly. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jan-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had a low disk space. A field service engineer (fse) replaced all in one unit, and the hard drive. Then fse worked with technical support specialist (tss) to set the drive in the remote support service (rss), and all software was confirmed to be up to date. The drive was correctly partitioned, and it appeared as available in the remote support service. The device was properly synchronized with the correct computer name. All drawers were communicating, and the network speed was set to 100/half duplex. The system functioned as intended after the field service engineer repaired the device.